Manufacturer narrative:
This individual case was received by the manufacturer as part of a bulk report and is being submitted as a separate medical device report (MDR) specific to the identified device and patient. It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2016, a 23mm trifecta gt valve was implanted. It was reported on (B)(6) 2024, the patient underwent redo-aortic valve replacement procedure. The patient passed away on (B)(6) 2024.